Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the holders are broking with a bd sedi-40. The following information was provided by the initial reporter: the plastic holders that grip the tubes so they stay in place, are broken.

Manufacturer narrative:
Investigation: instrument sedi 40 00167 was returned to the manufacturer for service with respect to the reported defect and a the broken plate in the tube cover was confirmed and replaced.

Event description:
It was reported that during use the holders are broking with a bd sedi-40. The following information was provided by the initial reporter: the plastic holders that grip the tubes so they stay in place, are broken.